Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, it was reported the device stopped working. The date of this is unknown. The device was explanted and replaced due to a hole in the bulb of the pump, where the round part of the bulb meets the ridges on the side. There were no additional clinical consequences reported.

Manufacturer narrative:
This follow-up was created to document the device return and evaluation. A titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the pump bulb between ribs 1 & 2. Testing revealed this to be a site of leakage. Microscopic examination of surfaces revealed them to be rough and irregular, indicating stress was exerted. Not all testing could be completed on the pump due to this separation. A separation was noted in the exhaust tube of cylinder 2. Testing revealed this to be a site of leakage. Microscopic examination revealed the surfaces to have uniform striation, indicating contact with sharp instrumentation. Abrasion was noted on all tubes of the pump. No functional abnormalities were noted with cylinder 1. Based on examination of the returned product, it was concluded that while in-vivo all pump tubing had overlapped and abraded against one another. The rough and irregular surfaces of the separation in the pump bulb indicates that sufficient stress was most likely exerted on the pump to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the exhaust tube of cylinder 2 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.